Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on an unknown date, the patient fell and broke the post one (1) lgn ps high flex xlpe sz 7-8 13mm. A revision surgery was performed on (B)(6) 2023 to address this adverse event. Insert was replaced with a ps poly. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the post fractured off. The post was returned. Also the device reveals discoloration and sign of wear. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Based on the conclusions of the product history review and the device evaluation, further product evaluation is not required because there is no evidence that a manufacturing deficiency occurred. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, a revision was performed after an unknown length of time in-vivo due to a broken post secondary to fall . The requested medical documentation is not available. The patient current health status is unknown. Provided details surrounding the implantation, reported adverse event, and revision are limited; however, the fall was reportedly the cause of the event. The patient impact beyond the reported broken post after traumatic fall with subsequent revision cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of information for use for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. Per material specification, the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene (uhmwpe) bar stock shall be controlled. Factors that could contribute to the reported event include abnormal loading of limb and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed on an unknown date, the patient fell and the post on the implanted legion size 7-8 13mm polyethylene insert broke. A revision surgery was performed on (B)(6) 2023 to address this adverse event, in which the insert was replaced. Patient's current health status is unknown.